Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient reported via phone call that his blood glucose was 59 mg/dl last night so he suspended his insulin pump, and when he woke up in the morning his blood glucose was 495 mg/dl. His blood glucose would not decrease. The patient changed his infusion set and his blood glucose has since decreased; he mentioned that the tubing may have been kinked. The insulin pump was not returned for analysis.